Event description:
The user facility reported that water leaked from their reliance synergy washer out onto the floor approximately 6 feet from the unit. No injuries, procedural delays/cancellations or property damage reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the washer drying valve was broken. The technician repaired the unit, ran a test cycle and confirmed the unit was operational.